Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to no button response. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the insulin pump was returned and no reason for return. The product will be received and processed through failure analysis. No further information provided.